Event description:
It was reported that, surgeon revised patient's right total hip due to some poly wear. Surgeon removed the alumina head and liner and put in a new liner. Surgeon asked rep for a 7.5 biolox 32 and rep stated that we do not make the configuration of shell/head requested by the surgeon, and the surgeon demanded over recommendations and advice from the sales rep and continued to demand and ultimately did use a ceramic head against sales rep recommendation and device usage recommendations. Surgeon wanted the ceramic head because surgeon wanted longer life of the head for the patient was the surgeon's justification for choosing this configuration.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital/patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.